Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an no image display. The issue was identified during the set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
Corrected field: d10. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus along with a pcf-h290di for inspection and the customer¿s allegation was confirmed when connecting both devices. There was evidence of internal liquid penetration. Per the investigation, it is likely the image in the mask was not displayed due to the white balance coefficient stored in the scope having an abnormal value. Although exact cause of the abnormal white balance coefficient being written could not be determined, it is likely that an abnormality occurred in the video signal line of the cv-1500 and the scope, and that the abnormal white balance coefficient was written when the white balance was adjusted with no video signal input to the cv-1500. The exact cause of the liquid penetration could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No further information was provided by the customer.